Manufacturer narrative:
The reported hematuria resolved when the pump was repositioned. H6, health effect clinical code e0303 has been removed.

Manufacturer narrative:
Patient-device interaction/arrhythmia: the cause of the injury was not determined due to insufficient clinical details. Patient-device interaction/hemolysis: the cause of patient-device interaction/hemolysis was not determined due no product or logs being returned and insufficient clinical details.

Manufacturer narrative:
Updated information: b5 clinical narrative updated.

Event description:
During ongoing impella 5.5 support, intermittent hemolysis was reported, as evidenced by pink-tinged urine, raising concern for hemolysis. In response to these findings, the clinical team performed optimization measures, including adjustment of device position, optimization of the patient¿s volume status, and modification of the impella performance level. These interventions were implemented to mitigate hemolysis risk and improve hemocompatibility during support. Hemolysis in this context is consistent with known risks associated with mechanical circulatory support and may be influenced by device position, hemodynamic conditions, and underlying patient-specific factors. Clinical narrative: an impella 5.5 device was inserted via a direct surgical aortic approach in a 70-year-old male patient with an unknown indication, presenting in society for cardiovascular angiography and interventions (scai) stage c shock. Following implantation of the impella 5.5 device, the patient developed ectopy. Echocardiographic evaluation demonstrated a small left ventricular cavity, and device position was optimized under transesophageal echocardiography (tee) guidance. The patient was treated with an amiodarone bolus followed by continuous infusion. Despite intervention, arrhythmias persisted, and the clinical team noted that the patient had a history of underlying rhythm disturbances, which was considered a contributing factor. The impella 5.5 device currently remains in place, running at p-7 with approximately 4.3 liters per minute of flow. The patient remains on mechanical circulatory support at the time of reporting.

Event description:
Clinical narrative (updated 2026-5-29). After 18 days of support on the impella 5.5 the decision was made to withdraw care. The duration of 18 days had exceeded the pump's indication for use time per the instructions for use. While on the pump support the device performance remained within the expected range for the support level with reported flows at 3.9-4.6l/min on p-7. The death is being conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to underlying disease and critical nature of the patient which prompted care withdrawl. Updated clinical narrative (from additional information received): during ongoing impella 5.5 support, intermittent hemolysis was reported, as evidenced by pink-tinged urine, raising concern for hemolysis. In response to these findings, the clinical team performed optimization measures, including adjustment of device position, optimization of the patient¿s volume status, and modification of the impella performance level. These interventions were implemented to mitigate hemolysis risk and improve hemocompatibility during support. Hemolysis in this context is consistent with known risks associated with mechanical circulatory support and may be influenced by device position, hemodynamic conditions, and underlying patient-specific factors. Clinical narrative: an impella 5.5 device was inserted via a direct surgical aortic approach in a 70-year-old male patient with an unknown indication, presenting in society for cardiovascular angiography and interventions (scai) stage c shock. Following implantation of the impella 5.5 device, the patient developed ectopy. Echocardiographic evaluation demonstrated a small left ventricular cavity, and device position was optimized under transesophageal echocardiography (tee) guidance. The patient was treated with an amiodarone bolus followed by continuous infusion. Despite intervention, arrhythmias persisted, and the clinical team noted that the patient had a history of underlying rhythm disturbances, which was considered a contributing factor. The impella 5.5 device currently remains in place, running at p-7 with approximately 4.3 liters per minute of flow. The patient remains on mechanical circulatory support at the time of reporting.

Manufacturer narrative:
B5 narrative was updated and serious injury was changed to death. H6 codes were updated.

Event description:
An impella 5.5 device was inserted via a direct surgical aortic approach in a 70-year-old male patient with an unknown indication, presenting in society for cardiovascular angiography and interventions (scai) stage c shock. Following implantation of the impella 5.5 device, the patient developed ectopy. Echocardiographic evaluation demonstrated a small left ventricular cavity, and device position was optimized under transesophageal echocardiography (tee) guidance. The patient was treated with an amiodarone bolus followed by continuous infusion. Despite intervention, arrhythmias persisted, and the clinical team noted that the patient had a history of underlying rhythm disturbances, which was considered a contributing factor. The impella 5.5 device currently remains in place, running at p-7 with approximately 4.3 liters per minute of flow. The patient remains on mechanical circulatory support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received stating the patient was producing pink tinged urine. H6, health effect clinical code e0303 has been added.